Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was de-coupling of the disposable. The clip on top was not securing the head properly on the centrifugal drive motor. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR #1828100-2013-00775.